Event description:
It was reported that implants were loose and they were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital keeps all implants in pathology. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-00336.